Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer woke up with a high blood glucose level of 464 mg/dl. She treated her blood glucose with a syringe and it came down to 255 mg/dl. She switched the insulin pumps and started using an old insulin pump. The customer experienced high blood glucose levels because of stress and anxiety. The customer's roommate called the paramedics about two weeks ago but they did not provide treatment. The device was not returned.